Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4)appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient has poly wear, significant synovitis and metallosis present on MRI. There is osteolysis as well present on radiograph. Revision has been recommended; however, patient has not been revised. **update** (B)(6) 2013 - the complaint has been updated because it was reported that the patient's right hip was revised on (B)(6) 2013 due to pain and osteolysis.